Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the lead was programmed off at the time of the event. The lead was tested again and noise continued. The lead was explanted and replaced with an mr compatible system. The patient was stable post procedure.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon isometric testing, noise was observed on the right atrial lead. No other electrical anomalies were noted as a result of the noise. No further information was reported.